Manufacturer narrative:
(B)(4). Unit had cracked battery tube threads, broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states had a crack near the reservoir and battery compartment. The insulin pump will be returned for analysis.